Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient reported shocking sensation once during use and also claimed that the stimulator made their normal pain worse. No contributing factors were known. The ins was interrogated showing that electrode connections were good. Reprogramming was done. It was asked but unknown if the issue resolved.